Manufacturer narrative:
A review of the complaint revealed that the patient wore the zio xt device for 2 of the 3 days prescribed. The patient has no history of reactions to medical adhesive or sensitive skin. Irhythm did not receive photos of the affected area for review. Irhythm made several attempts to follow up with the patient to obtain additional information regarding the reported event but with no result. The cause of the reported event cannot be determined. However, skin irritation is a known inherent risk of the device. The device manual warnings section read as follows: do not use the zio xt patch on patients with known allergic reaction to adhesives or hydrogels or with a family history of adhesive skin allergies. Patient may experience skin irritation. If skin irritation such as severe redness, itching or allergic symptoms develop, remove the zio xt patch from the patient¿s chest. This event is being reported per 21cfr803 as a serious injury. This report does not constitute an admission by rhythm that the product described in this report has any defects or has malfunctioned. These terms are included in form FDA 3500a and are fixed terms for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting.

Event description:
The patient presented to the emergency room (ER) with signs of skin irritation and respiratory distress allegedly caused by the zio xt. The patient experienced faint redness, blisters, itching, a rash and the sensation of their throat closing. The device was removed, and the patient was administered benadryl and steroids.

Manufacturer narrative:
This supplemental report is being submitted in response to the FDA notification received on september 26, 2024, concerning missing UDI numbers in MDR submissions from october 2023 through december 2024. In response to this issue, irhythm conducted an investigation and identified a system processing error, which has now been resolved. Please see the update in section d4.